Event description:
I received juvederm voluma for chin augmentation on (B)(6) 2022, and have continuing bruising/discoloration of my chin. I have no other noticeable adverse reactions such as pain or tenderness.